Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received off no power alarm and they had to reset the time and date after battery change. The customer also reported that the insulin pump was exposed to moisture. The customer reported that the insulin pump started alarming. The customer's blood glucose was 120 mg/dl at the time of incident. The customer tried to perform self test but they were unable to. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.